Event description:
Additional information was received that prior to the implant, a pre-implant balloon aortic valvuloplasty was performed with a 24mm non-medtronic dilatation balloon. The deployment starting point was the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of 6mm on the non-coronary cusp (ncc) and 7/8mm on the left coronary cusp (lcc). Subsequently, the valve dislodged aortic. After the valve dislodgement, the implant depth was 6mm on the ncc and 6mm on the lcc. A medtronic confida guidewire was used during the procedure. It was noted that the patient horizontal aorta and heavy annular calcium was difficult to determine if they contributed directly to the dislodgement. Per the physician, the cause of the clot observed in the delivery catheter system was not reported; however, the patient was adequately heparinized per the hospital protocols. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: gwbc30, (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a. Product ID: 24mm dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown, product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated data: h6. Additional codes: annex fs annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt the valve (f616472) appeared to be constrained and dislodged prior to achieving 80% deployment. The valve was recaptured and removed along with the delivery catheter system (dcs). A balloon aortic valvuloplasty (bav) was performed with a 26mm true dilation balloon. All flush ports on the initial delivery system (0011474224) were flushed and the team noted a clot which had formed between the capsule and nose cone. A new dcs and valve were prepared and successfully deployed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number 0011881097; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.